Event description:
The pt stated that his infusion device was not delivering insulin and his blood glucose was around 500 mg/dl (exact value not provided). The pt was instructed to disconnect from his infusion site and he found that his infusion tubing had become disconnected from his infusion site. The infusion tubing was not broken. The pt was advised that this was the reason for the elevated blood glucose. The pt was advised to bolus and he saw insulin drip from the end of the infusion tubing. No symptoms of high blood glucose were reported. The pt was not available for follow up. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.